Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient underwent surgical intervention to bury the ipg deeper as the patient lost weight. However during the surgery the ipg was unable to establish communication with the external devices and deemed inoperable. The ipg was explanted and replaced with another model which resolved the issue. The patient is doing ¿fine¿. Device information is unknown at this time.